Event description:
It was reported the pt has infection, exchanged the bushings and bumper.

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded upon removal. Should add¿l info become available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat # 6485-2-460, lot # tcpc905. Description: krh duration bushing standard. Cat # 6485-4-100, lot# tcpc440, description: krh duration standard bumper. It cannot be determined which , if any of these devices may have caused or contributed to the pt¿s infection.